Event description:
A (B)(6) male pt called zoll customer support to report several adjust belt or check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon eval, the cable running from the distribution mode (dn) to front therapy electrode was damaged. The cause for the adjust belt or check belt messages is damage to the pulse wire in the cable running from the dn to ECG b. The root cause for the damage cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.